Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, a 980 ventilator generated a constant alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the line interface printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.